Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) discovered that during calibration the actual flow measured by an external flowmeter did not match the flow set point. With set point set to 0 liters per minute (l/min) the actual output of the electronic patient gas system (epgs) was 0.79 l/min. With a set point of five l/min the actual output was 5.89 l/min. The specifications are +/- 0.2 l/min actual output compared to the set point. The internal flowmeter was found to be defective.

Manufacturer narrative:
The field service representative (fsr) could not verify the issue. The epgs was replaced. Full release testing was completed and the logs were downloaded. The unit operated to the manufacturer's specifications. Per the fsr, the hose connections were checked and there was no gas leaks heard. The mechanical gas flow meter did not match the central control monitor (ccm) display, and the unit would not allow calibration. The suspect part was returned to the manufacturer for further evaluation.

Event description:
Before the use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that they lost calibration of the electronic patient gas system (epgs) and the flow readings seemed to be inaccurate. As a result, an alternative device was employed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit was received with erroneous differential pressure readings and a large tare value (indicative of flow or sensor shift at time device was tared). Differential pressure absolute direct current shifted from 9908 at time of initial calibration to 1016. This shift is confirmed by sensor offset output shift, reading -31 millivolts (mv) and well outside normal range. Loose or lifted wire bond is the probable cause of the offset shift value. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay nor blood loss.